Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficulty to remove and the reported physical property issue were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. The noted bend on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily calcified. The hi-torque balance middleweight elite guide wire was advanced with resistance but successfully made it to the lesion. During removal, the guide wire met resistance with the non-abbott balloon. The guide wire and balloon were removed as a single unit. Additionally, it was reported that the device had some kind of unusual knob at the tip which may have caused the issue. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.